Event description:
It was reported that versacross connect access solution for faradrive was selected for pulmonary vein isolation procedure. It was mentioned that when the physician was attempting to go transseptal, the physician noted that the versacoss rf wire presented a coating issue. Thus, the wire was replaced, and the procedure was completed successfully. No patient complications were reported. The device is not expected to be return for analysis (retained by customer).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.